Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. Upon investigation the monitor the monitor had an open driven ground resistor r781 on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no evidence to suggest that the device malfunction caused or contributed to the patient's death. Electrode belt sn (B)(4) has not yet been recovered. A review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. Prior to passing, the patient received 15 appropriate treatments and 3 inappropriate treatments from the device. The response buttons were pressed during the event but not during the treatment sequence that resulted in the defibrillation shocks. The response buttons functioned appropriately. The first 6 treatments were received while the patient's rhythm was ventricular fibrillation (vf). The lifevest successfully converted these rhythms to a slower rhythm. The seventh treatment was received at 3:39:54 am on (B)(6) 2016 while the patient was in vf. The post-shock rhythm was asystole. Treatment 8 was received at 3:40:19 am while the patient's rhythm was asystole with low-amplitude cardiac signal. The post-shock rhythm was vf. Treatment 9 was received at 3:40:51 am while the patient was in vf. The post-shock rhythm was vf. Treatment 10 was received at 3:41:23 while the patient was in vf. The post-shock rhythm was bradycardia at 40 bpm. Treatment 11 was received at 3:43:02 am while the patient was in vf. The post-shock rhythm was bradycardia at 45 bpm with non-sustained ventricular tachycardia (nsvt). Treatment 12 was received at 3:43:43 am while the patient was in ventricular tachycardia (vt) at 165 bpm. The post-shock rhythm was vf. Treatment 13 was received at 3:44:13 while the patient was in vf. The post-shock rhythm was asystole. Treatment 14 was received at 3:46:43 while the patient was in vf. The post-shock rhythm was vf. Treatment 15 was received at 3:47:15 while the patient was in vf. The post-shock rhythm was asystole with intermittent cardiac activity. Treatment 16 was received at 3:47:47 while the patient was in asystole. The post-shock rhythm was asystole with intermittent cardiac activity. Treatment 17 was received at 3:50:43 while the patient's rhythm was CPR artifact. The post-shock rhythm was bradycardia at 25 bpm with CPR artifact. Treatment 18 was received at 3:53:54 while the patient was in vf with CPR artifact. The post-shock rhythm was CPR artifact with intermittent cardiac activity. The patient went into a non-treatable rhythm at 3:58:13. The electrode belt was disconnected at 8:00:38. The patient passed away on (B)(6) 2016. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.